Event description:
There was an allegation of questionable results for an unknown number of patient samples from the cobas c 503 analytical unit. The samples were repeated due to delta checks. Data for one patient was provided. The initial calcium gen.2 result was 7.2 mg/dl, and the repeat result was 8.9 mg/dl. The initial glucose hk gen.3 result was 120 mg/dl, and the repeat result was 171 mg/dl.

Manufacturer narrative:
The calcium reagent lot number was 89430901 with an expiration date of 31-oct-2026. The glucose reagent lot number was 88912001 with an expiration date of 30-sep-2026. General reagent issues were excluded, as the results believed to be correct were obtained using the same reagents. The field service engineer could not reproduce the issues. He checked the sample probe and reaction cells and found overfilled reaction cells. He readjusted the cell rinse volume, and he confirmed that the assays and analyzer were running within specifications. Precision testing was within specifications. The investigation determined that the service actions resolved the issue.